Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: underweight, crease fold, and broken. A microscopic analysis was performed which identify sharp edge assessed as surgical impact broken in the posterior . A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge broken in the posterior with no penetrating nick due to surgical impact opening. Two sharp edges opening in the posterior with no penetrating nick due to surgical impact opening and a non-penetrating nick.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.